Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye on the left eye (os) at a 2 month post op exam. The surgery noted the patient has persistent ocular dryness os and is being treated with punctal plug migrated below surface in lower left punctum. The patient¿s comments were of discomfort and pain after punctal plug migration below surface. The surgery center reported the patient has experienced loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.50 x-1.50 x 1, left eye pre-op 20/20 -4.75 x-1.50 x 5. Bcva from (B)(6) 2017: right eye post-op 20/20 , left eye post-op 20/40.